Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Information was received that this pacemaker possibly displayed premature battery depletion. During the previous follow-up check, the battery longevity was 6.5 years. During the most recent follow-up check, however, the battery longevity was 4 years remaining. Upon review of the device data, it was determined the right atrial threshold was high based on past data. The device mode was not changed, but the atrial threshold was changed to trend at 2.5 v. If premature battery depletion is confirmed at the next follow-up, the physician may change the device mode to pace/sense only in the ventricle. At this time, this pacemaker remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the cause for the high right atrial (ra) threshold measurements remains unknown. The patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Correction to field: describe event or problem.

Event description:
It was reported that a save to disk was performed and it was determined the power consumption of this pacemaker has been increasing during the year, and the power consumption is expected to continue to increase. Device replacement was recommended. At this time, evidence suggests this device remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
This supplemental report is being filed because analysis has been completed on this pacemaker.